Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of shocking in the chest are was unknown. Patient was reprogrammed. The provided information was conformed with the account/hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - rsd/causalgia-complex regional pain syn/ spinal pain. It was reported that the patient felt shocking in chest area occasionally. Per the healthcare provider, the patient gained weight. An x-ray and impedance check was done and came back normal. Unknown if issue has resolved. No further complications were reported/anticipated.